Event description:
Related manufacturer report number: 1627487-2022-03449. It was reported that the patient was experiencing high impedances. X-ray revealed both leads had fractured. It was noted that the patient lifted a boat trailer. Surgical intervention may occur.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient had their system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.